Manufacturer narrative:
The insulin pump received with broken off end cap.the insulin pump received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Problem isolated to pcb. Unable to perform displacement test, self test, and current measurements due to display anomaly.

Event description:
Customer reported via phone call that the back of insulin pump was broke. Customer's blood glucose level was unknown. Customer also stated that there was no damaged to the reservoir lip ring. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.